Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of around 6.0 mmol/l. Customer reported that he had a high blood glucose of 30.5 mmol/l and blood glucose reading went down to 2.8 mmol/l. Customer reported that he passed out and hit his head due to low blood glucose reading. Customer alleged that the insulin pump over delivered insulin. The customer was treated at the hospital and blood glucose reading was 6.4 mmol/l at the time of call. The customer was wearing the insulin pump during the hospitalization. The product will not be returned for analysis.